Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.50mmx15mm maverick2¿ balloon catheter was selected for use. However, during unpacking, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. Microscopic and tactile inspection revealed a kink in the distal shaft 19cm from the tip of the device, and there was a break in the hypotube 67cm from the tip of the device. The ends of the broken shaft were oval, suggesting the device was kinked prior to breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.50mmx15mm maverick balloon catheter was selected for use. However, during unpacking, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.